Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that a patient had an oxygen desaturation due to the astral device delivered hardly any pressure and emitted an abnormal noise. No harm to the patient was reported as a result of this complaint.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation could not confirm the reported complaint, but did reveal the device failed to pass its internal self test. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failed to pass its internal self test was due to a faulty/defective non-return valve assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient had an oxygen desaturation due to the astral device delivered hardly any pressure and emitted an abnormal noise. No harm to the patient was reported as a result of this complaint.